Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) numbers k011028, k013227.

Event description:
It is reported that the implant at tooth site #15/16 was removed due to sinus perforation/relocation, implant was noted to be in sinus when uncovering of implant, x-rays taken and confirmed, implant is then removed. Opened sinus to retrieve implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvb8, (impl tapered scr-v sbm 3. 7mm 3.5mm 8mm) for evaluation. Visual evaluation of the as returned device identified the implant with no signs of use. The implant was identified as reported however, no apparent malfunction was identified with the implant that would contribute to the reported event. Implant matched prints where measured (cal3845 due (B)(6) 2025.) Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1268464. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1268464 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿relocation into sinus¿. The customer did submit one (1) x-ray image for the reported event. Further evaluation of the provided x-ray by medical affairs, could not identified the alleged relocated into sinus implant. The posterior area of the x-ray was very dark and it was impossible to make a determination. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 4, the most likely root cause determined from the investigation is external factors (patient conditions or incorrect techniques used.) Therefore, based on the available information, the implant malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.